Manufacturer narrative:
The power supply was returned to failure investigation for analysis. A visual inspection of the power supply revealed no evidence of damage or contamination. The reported issue was confirmed; the shorted cr8 and q1 created the 0 volt output.

Manufacturer narrative:
The incident happened the moment the vent was placed in service. Multiple attempts were made to obtain clarifying information on the use of the device but have been unsuccessful. There was no harm reported. If further information is received, a follow up report will be submitted. The philips field service engineer (fse) confirmed the reported issue. In an attempt to stop the device from alarming, the customer stated they had allowed the battery to drain. Following the evaluation of the device, the fse replaced the power management (pm) pcba and power supply and battery (the customer allowed it to drain) to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Device problem - the issue was miscoded as an output problem. The complaint was a power problem, that was eventually confirmed during evaluation.

Manufacturer narrative:
Date of report: 28may2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a technical malfunction: the v60 rings continuously when it is connected to mains, there no indicators are on, and no battery indicator turns on. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.